Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported a loss of aspiration occurred during the procedure. An angiojet ultra xmi thrombectomy set was selected for use. The device was advanced and aspiration started. The physician noted saline leaking from around the base of the pump, and aspiration stopped. The procedure was completed with a different angiojet catheter with no known complications.